Event description:
Report received from USA stating that service was required for the device. During service it was noted that the device had low power. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of low power was confirmed. During service the device failed the initial rotational speed test. If add'l info becomes available a supplemental report will be submitted. (B)(4).